Manufacturer narrative:
The returned device was evaluated and the investigation found insufficient battery power on 3 v stack. A decrease in battery power could result in an under-delivery of insulin. It is unclear if the battery lost its charge during or after use. A root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached over 400mg/dl while wearing the pod on her abdomen for between 1 and 4 hours. Treatment included trying to bolus and changing the pod. The patient's blood glucose history is as follows: (B)(6). The device was returned for evaluation.